Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge did not fit onto the pump. A new cartridge was successfully loaded onto the pump. Customer's blood glucose level was 114 mg/dl.